Event description:
The solex 7 catheter (lot # unknown) was inserted into the right ij (internal jugular) to initiate ivtm therapy. When attempting to remove the catheter, the nurse encountered resistance. Another nurse and two intensivists also tried to remove it at the bedside. A bedside ultrasound was performed, and the physician initially suspected a clot around the catheter. Ir (interventional radiology) was consulted for removal and recommended a vascular consultation. The hospital's cardiovascular (cv) surgeon took the patient to the operating room (or). The patient was positioned for carotid surgery, and after a timeout including identification, laterality, procedure, personnel, and consent, the physician made a 3 cm incision over the catheter site. Dissection through the sternocleidomastoid muscle was performed, following the catheter. At this point, enough soft tissue had been cleared to remove the catheter. Upon removal, the balloon was found to be no longer smooth.

Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed. Event was serious because it required surgical intervention to prevent life-threatening injury. Event of catheter removal difficulty was causal related to the device. Catheter removal difficulty is anticipated event and could potentially occur with usage of any catheter.

Manufacturer narrative:
Additional information in b5 (describe event or problem), d4 (lot # and expiration date), h4 (device manufacture date), and h11 (additional manufacturer narrative). The reported complaint of difficulty removing the solex 7 catheter (lot #206677) was confirmed during visual inspection of the returned solex catheter. The catheter was returned to zoll with its shaft completely damaged. The catheter shaft was cut 10 cm away from the catheter tip. The catheter shaft was observed to be kinked at the proximal end of the serpentine balloon (8 cm away from the catheter tip). The exact timing and cause of the kink in the catheter cannot be determined; however, user handling during catheter removal cannot be ruled out. Due to the condition the catheter was in, functional testing could not be performed. Historical complaints were reviewed for the investigation related to the reported complaint, and there was no prior history of complaints for the solex 7 catheter with lot #206677.

Event description:
The solex 7 catheter (lot #206677) was inserted into the right ij (internal jugular) to initiate ivtm therapy. When attempting to remove the catheter, the nurse encountered resistance. Another nurse and two intensivists also tried to remove it at the bedside. A bedside ultrasound was performed, and the physician initially suspected a clot around the catheter. Ir (interventional radiology) was consulted for removal and recommended a vascular consultation. The hospital's cardiovascular (cv) surgeon took the patient to the operating room (or). The patient was positioned for carotid surgery, and after a timeout including identification, laterality, procedure, personnel, and consent, the physician made a 3 cm incision over the catheter site. Dissection through the sternocleidomastoid muscle was performed, following the catheter. At this point, enough soft tissue had been cleared to remove the catheter. Upon removal, the balloon was found to be no longer smooth.